Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. No parts have been received by the manufacturer for evaluation. Device UDI not provided as this product is no longer manufactured.

Event description:
A medtronic representative, following up with the site, reported that their system was running slower than normal. The mdt rep deleted old patient exams which resolved the issue at that time. There was no patient present when this issue was identified.

Manufacturer narrative:
Device manufacture date provided. Product updated to proper value.